Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava, struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years and five months of post deployment, the patient had a follow-up visit for the palpitations during which the patient was reported to have abdominal pain. Around, two years and three months later, computed tomography of the abdomen and pelvis with intravenous contrast was performed for the patient to assess the inferior vena cava filter which in comparison to prior examination, revealed that the apex of the filter was tilted and opposed the posterior inferior vena cava wall. Several legs penetrated the wall of the inferior vena cava into the adjacent retroperitoneum. This study was reviewed, which showed positive caval perforation with superior extent of filter at inferior l3 vertebral body, inferior extent at inferior l4-l5 disc. A total of 6 prongs have perforated the inferior vena cava with a maximum distance of 6mm. It also indicated 6 degrees tilt left to right and 2 degrees tilt anterior posterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for the filter tilt as the medical states, ¿coronal images 6-degree tilt left to right and sagittal images 2-degree tilt anterior to posterior¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).